Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 3.0, lab: 7.8. Date: (B)(6)2009, inratio: 3.2*, lab: 7.8. *retested inratio. No signs of bleeding, no treatment was given, no changes or identifiable reason for the jump in inr.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009. Test 1, inratio: 3.0, lab: 7.8, mean: 5.4, confidence limits: unable to determine. Test 2, inratio: 3.2, lab: 7.8, mean: 5.50, confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required.